Event description:
Customer reports obtained results of 367mg/dl, 200mg/dl, 199mg/dl, 138mg/dl on the same device within 3 minutes. No action was reportedly taken based on these results. No treatment received and no adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.